Event description:
New information received notes the patient presented to the hospital for lead revision. The right ventricular (rv) lead exhibited noise over-sensing causing pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead had noise problems. No intervention and no patient consequences reported.

Manufacturer narrative:
Correction: section b5 and section h6, the correction was made on the noise problem to over-sensing noise as the event mentions that the noise is measuring greater than intrinsic.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was over-sensing noise. No intervention and no patient consequences reported.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.